Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00118. Related manufacturer reference number: (B)(4). (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was used to treat a 95% stenosed, type b lesion in the left main coronary artery. The lesion was treated with five passes at 80,000 rpm, and the oad had difficulty crossing the lesion. On the fifth treatment pass, the crown of the oad jumped forward, and a perforation occurred. The perforation closed on its own without requiring additional intervention. The patient was stable following the procedure.

Manufacturer narrative:
The reported oad was received for analysis. There was no damage observed with the oad and the oad functioned at all speeds with no abnormalities observed. Scanning electron microscopy revealed radiopaque particles on the tip bushing of the oad which is consistent with the oad driveshaft having spun into the guide wire spring tip. At the conclusion of device analysis, the reported events of the oad crown jumping and a perforation was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information regarding another csi device used in this procedure, and analysis of the guide wire, is documented in MDR 3004742232-2019-00118 and MDR 3004742232-2019-00118-001. Related manufacturer reference number: (B)(4). Csi ID# 07056